Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair system, as the physician was pulling the first leg assembly through the sacrospinous ligament with his fingers, excessive resistance was encountered. When the physician pulled on the leg assembly with additional force using a clamp, the dilator began to shred and subsequently detached outside the patient. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).